Manufacturer narrative:
Updated sections: d4 expiration date, h6 component code, health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was learned through implant patient registry and later through medical records that 19mm 3300tfx aortic valve was explanted after an implant duration of 4 years, 9 months due to aortic stenosis. The patient presented with nyha class iii symptoms. The explanted device was replaced with a 23mm 3300tfx aortic valve. The patient was transported to the cticu in critical condition. Per medical records, the patient presented with nyha class iii symptoms and had developed severe aortic stenosis and found to have 2 vessel cad. The patient underwent a aortic root and aortic valve replacement utilizing a 23mm 3300tfx magna ease aortic valve in a 26mm conduit, tricuspid valve replacement utilizing a 29mm magna ease valve, and CABG x2. The bioprosthetic valves are well seated with no evidence of pvl. The patient weaned off cpb without difficulty and the patient was transported to the cticu in critical condition post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, g3, g6, h2 h10: corrected data: corrected section h6 (device code).

Event description:
It was learned through implant patient registry and later through medical records that 19mm 3300tfx aortic valve was explanted after an implant duration of 4 years, 9 months due to aortic stenosis. The patient presented with nyha class iii symptoms. The explanted device was replaced with a 23mm 3300tfx aortic valve. The patient was transported to the cticu in critical condition. Per medical records, the patient presented with nyha class iii symptoms. Imaging showed severe aortic valve stenosis and severe tricuspid valve regurgitation and found to have 2 vessel cad along with ascending aortic aneurysm. The patient underwent a aortic root and aortic valve replacement utilizing a 23mm 3300tfx magna ease aortic valve in a 26mm conduit via bentall procedure, tricuspid valve replacement utilizing a 29mm magna ease valve, and CABG x2. The coronary buttons found to be heavily calcified. The new bioprosthetic valves are well seated with no evidence of pvl. The patient weaned off cpb without difficulty and the patient was transported to the cticu in critical condition post procedure. Per pathology report, the explanted valve appeared to be intact, with no distinct defects or lesions.

Manufacturer narrative:
H10: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that 19mm 3300tfx aortic valve was explanted after an implant duration of 4 years, 9 months due to unknown reason. The explanted device was replaced with a 23mm 3300tfx aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.